Event description:
It was reported that the spinal cord stimulation (scs) patient had difficulty charging. The patient was previously given instructions on how to charge more efficiently but the issue remained. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). The procedure was completed successfully.

Manufacturer narrative:
The ipg passed visual inspection. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times. The ipg was able to be fully charged in a room temperature environment in one four-hour charge cycle without any anomalies. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Product labeling states that for proper operation, do not use the charger if the ambient temperature is above 35 degrees celsius (95 degrees fahrenheit). Also, a review of the charger handbook document states that it is important to make sure the charger is well ventilated and centered over the ipg. If you accidentally locate the patch in the wrong place, or if the charger belt moves out of alignment, the charger will start beeping. Use a new adhesive patch or re-adjust the belt to place the charger back into position. Do not confuse the end of charge signal (a distinct double beep) with the steady, continuous misalignment signal. Although the returned ipg passed visual inspection, the event of the patient having difficulty charging their ipg was confirmed through technical analysis. An analysis of the data log revealed that prior to the explant procedure, there were charging issues due to the thermistor being triggered multiple times. However, the ipg was able to be fully charged in a room temperature environment in one four-hour charge cycle without any anomalies. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. As a result, it was determined that the ipg charging difficulties were likely caused by poor ventilation or poor charger-ipg alignment while charging, which triggered the ipg thermistor.

Event description:
It was reported that the spinal cord stimulation (scs) patient had difficulty charging their ipg. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). The patient has previously been given instructions on how to charge more efficiently, however, the issue remained. The patient was doing well postoperatively and there were no patient complications.